Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was replaced due to dislodgement. Dislodgement was discovered due to high pacing thresholds and loss of capture. Initially, the plan was to reposition the lead but placement difficulties was encountered. This lead is not expected to be returned as it was surgically abandoned. No additional adverse patient effects were reported.